Manufacturer narrative:
Additional product code: kwp mnh mni. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient has allergic reaction and already made an inquiry find out the cause if the composition of the material. It was unknown is there was any surgery, or revision surgery involved. The patient experiencing with allergic reaction. There was no other information to report. This complaint involves eighteen (18) devices. This report is for (1) ti locking screw. This report is 4 of 10 for (B)(4). Related product complaint: (B)(4).